Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using too long of an implant, or placing the implant too deep.

Event description:
The patient had si joint arthrodesis in (B)(6) 2018 where three implants were installed. The surgeon later determined that one of the implants was impinging on the nerve root. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the impinging implant and then installed a shorter implant of the same type into the explant void. The status of the patient following the revision procedure is not known.